Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm and vessel morphology are unknown. The patient presented july 2003 with proximal stent graft migration, a type I endoleak and rupture. The patient underwent endovascular repair with two additional aortic cuffs. The procedure was reported to be successful with no evidence of endoleak. No clinical sequelae were reported, and the patient is reported to be fine.